Manufacturer narrative:
The investigation for low pump flow has been completed. The pump was returned for investigation. No biomaterial was observed on the inlet/outlet cage or impeller. A minor cannula kink was noted on returned product. The pump ran as expected during testing in a bucket of water. Data logs show that the flow was lower than expected from the start of the case. A suction alarm appeared with an impella position in the ventricle alarm after 4 minutes of operation. The pump flow remained low. According to the clinical notes, the doctor was unable to correct the position and opted to exchange the pump. The cause of the issue low pump flow was improper positioning of the device.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Us complainant reported that a patient was on impella cp support after becoming hypotensive during trans-esophageal echocardiogram (tee) procedure. Device was inserted with no issues. During peel away and repo sheath positioning, impella in ventricle alarm occurred. Once corrected, there were continuous suction alarms even at p2, with low flows noted. These were unable to be corrected, and the decision was made to exchange for a new device. No patient harm has been reported.